Event description:
Philips received a complaint on the intellivue x3 indicating that the device alarm did not work properly. It was reported that the x3 did not alarm for extra strokes/recurring ventricular extrasystoles (ves) for most of the night, but had seen other alarms regarding "bradycardia" during that time. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Based on customer interviews it was discovered that the customer did some investigation on their own before registering a case for this and found that it must be because of the primary alarm source chosen in the configuration. The question was sent to the responsible clinical application specialist (cas) for confirmation. The cas confirmed that they had understood this correct and showed them how to manually change this on patient to patient. Based on the information available and the testing conducted, the cause of the reported problem was the configuration. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6); e1: reporter phone number (B)(6).

Event description:
The customer reported the device alarm does not work properly. Patient involvement is unknown. There was no report of patient or user harm.